Event description:
It was reported that a button alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection and consumed water to address elevated blood glucose. During troubleshooting with technical support, it was determined that the wake button was operating as intended and the cause of the high bg was unknown.